Event description:
The customer reported that no image was available. The issue occurred during preparation for use of a olympus gastrointestinal videoscope. No patient involvement was reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.